Event description:
Pt underwent decompression laminectomy of t9-t10 for extradural thoracic cord compression secondary to arteriovenous malformation. Post-operatively the pt was noted to have right leg weakness and numbness. The pt was started on methylprednisolone, per acute spinal cord injury protocol. The pt was to receive a bolus of methylprednisolone, then an infusion of 5.4mg/kg x 23 hours. The drug was to infuse at 20cc/hr. The infusion was initiated at 11:00 a.m. At 2:00 a.m. It was discovered that the pump was not infusing the medication; the pt had not received the methylprednisolone. The pt continues to have right lower extremity weakness and numbness.